Event description:
Surgeon reported that patient presented for routine adjustment in three months after implantation of aps lap-band system and found system not retaining saline. Patient taken back to operating theatre for suspected access port leak and during procedure tubing was found to be disconnected/broken proximal to tubing collar junction. The access port and broken tubing were removed at that time. The band was left insitu until patient and surgeon decide course of further treatment. The explanted access port and tubing will be returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."